Event description:
It was reported that the patients ipg was explanted due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately (B)(6) of 2020.